Event description:
Attorney reported to candela that their client incurred extensive scarring to her facial area as a result of under going a laser procedure. It was reported that an agent, servant, employee or independent contractor hired by candela was present at the time and was responsible for setting the fluence of the laser.